Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise oversensing. Lead replacement was discussed. The patient was in a stable condition.

Manufacturer narrative:
Serial number in the previous report was incorrect. Correct serial number is (B)(4).

Event description:
New information states that the right ventricular lead exhibited non-sustained right ventricular oversensing due to intermittent oversensing. The pacing function was dependent on the timing of oversensing. The lead was capped and replaced on 4/19/2019. The patient was in a stable condition before, during and after the procedure.